Event description:
A report was received that the patient was experiencing pain at the ipg site and was believed to be due to the internal placement. The patient underwent a revision procedure wherein the ipg was relocated.